Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user received multiple cartridge change error messages while attempting to load multiple new cartridges. There was no reported impact to the user's blood glucose level as the user had not tested their level. It was confirmed that the user had an alternate method of insulin delivery available.